Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age and gender unknown) who was undergoing open heart surgery, but the internal handle that was being used with the device would not allow the defibrillator to charge. The clinicians then obtained another set of internal handles and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.